Event description:
It was reported that the tip of the driver was broken off while tightening the setscrew. The broken fragment was retrieved. No pt complications were reported.

Manufacturer narrative:
The device has not returned to medtronic for eval. Unable to determine cause of the event.